Event description:
It was reported that the lead dislodged. It was suspected that the suture sleeve was not appropriately fixed. The patient received inappropriate therapy due to noise. The shock triggered vf which could not be terminated. The patient was in a critical neurologic state after resuscitation. It was later reported that the patient expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.